Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Endoleaks are a known risk of the procedure and are identified in the product labeling, under potential adverse events. No conclusions could be drawn.

Event description:
It was reported that approximately 19 months post-implant of a bifurcated device, a suprarenal aortic extension, and a limb extension, a follow-up computed tomography scan revealed a distal type I endoleak. The patient was treated with coil embolization of the left hypogastric and extended to the external iliac artery with an additional limb extension. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.